Event description:
It was reported that a malfunction occurred with the code malf 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.